Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a stroke. The patient required heart surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to have difficulty breath/short of breath, nasal throat irritation or soreness and headaches, feeling dizzy and lightheaded, had heart surgery not too long and three days after stroke. Also, device has strange odor and burning/smoke/electrical odor. The device was returned to the manufacturer's product investigation laboratory for investigation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, pca, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector. An unknown contaminate was observed on the inside of the ui panel and inside of the bottom enclosure and a contaminate consistent with keratin was observed on the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found no errors. The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device. Section h6 was updated and corrected in this report.